Manufacturer narrative:
Voluntary medwatch report received: mw5165126.

Event description:
Voluntary medwatch received states that the atrial lead was explanted due to infection and sepsis. The patient experienced no consequences.